Manufacturer narrative:
Endomat was evaluated and there was no problem found with the unit except for: saline and blood was backed up inside the suction filter assembly; the irrigation pump head rollers did not engage/disengage smoothly - the condition of the rollers did not contribute to the contamination of suction filter assembly. The only possible cause for the fluid to back flow would be that the outflow suction tubing was incorrectly connected or the filter was faulty in the collection cannister cap. The collection cannister was not returned for eval.